Event description:
Revision surgery - due to the patient having instability and dislocating while sleeping. Surgeon thought the patient's weight might have contributed to the dislocation.

Manufacturer narrative:
The reason for this revision was instability and dislocations after 3 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability and dislocations was reported as the patient's weight being a contributory factor to the conditions. There are no indications of a product or process issue affecting implant safety or effectiveness.